Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostics anomaly during a fastpath summary as it did not match what was on the programmer's screen. The rep did confirm that the device was functioning appropriately. The patient was asymptomatic and would be monitored.